Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with a bolus delivery. Customer did not have symptoms of high blood glucose. Customer reported of overriding bolus wizard recommendation. Customer was advised against doing this due to possible over stacking of insulin. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer declined high pressure test. Customer also reported of having issues with blood glucose versus sensor glucose differences and reported that serter was not releasing sensor.